Event description:
As reported by the field clinical specialist (fcs), during implant of a 29 mm sapien 3 ultra resilia valve in the aortic position, upon removal of the devices, the operator noticed the 16f esheath+ was split down the middle with damage to the tip. Photos chosen by the fcs showed a distal tip split and liner tear. There was no blood transfusion needed and no patient injuries. The patient was stable and discharged. There was no resistance during insertion or withdrawal of any of the devices.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for completion of the investigation. The following sections have been added: b4, g3, g6, h2, h3, h6, h10, h11. The product was returned; therefore, a product evaluation was completed. As the device was returned, a visual evaluation and dimensional testing were performed. Due to the nature of the device, no applicable functional testing was performed. Visual examination was performed and the following were observed: liner is torn starting from distal end of strain relief and extending through the length of the sheath shaft. Distal tip opened as designed. Distal tip is split. Minor hdpe stretching on the distal tip along the radial and axial score lines. The provided 3mension revealed calcification and tortuosity in the patient's access vessels. As the returned device meets specification with no evidence to support a manufacturing/design defect has contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ and commander with s3/ s3u/ s3ur IFU's were reviewed. Precautions include 'caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f edwards esheath+ introducer set respectively' and 'when inserting, manipulating or withdrawing a device through the sheath, always maintain sheath position'. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaints for sheath distal tip split and sheath liner torn were confirmed based on the evaluation of the returned device. However, no manufacturing nonconformance was identified during evaluation. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per device evaluation, the distal tip was split. Tortuosity can create sub-optimal angles that lead to non-coaxial alignment between the devices. Non-coaxial alignment between the devices can lead to the delivery system to catch onto the distal tip during withdrawal, leading to the observed distal tip split. It is also possible that interaction with calcified nodules further contributed to the distal tip split. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. Per device evaluation, the liner was torn from the distal strain relief and extended through the length of the sheath shaft. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system. Vessel tortuosity can create suboptimal angles during delivery system advancement/retrieval through the sheath. Non-coaxial alignment can cause the delivery system or balloon catheter to catch onto the sheath liner and tear it upon advancement/retrieval. As such, available information suggests that patient factors (calcification, tortuosity) may have contributed to the complaint event. The IFU and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.